Event description:
It was reported that an arterial bleed occurred. An icerod cx 90 degree needle/vl was selected for use in a cryoablation procedure. During testing and the first freeze cycle, there were no complications. However, during the second freeze and five minute CT scan, a crack was observed in the iceball. The freeze was continued another ten minutes. Another CT scan was performed which revealed bleeding. The needle was removed. The patient was sent for further treatment to treat the bleed.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that an arterial bleed occurred. An icerod cx 90 degree needle/vl was selected for use in a cryoablation procedure. During testing and the first freeze cycle, there were no complications. However, during the second freeze and five minute CT scan, a crack was observed in the iceball. The freeze was continued another ten minutes. Another CT scan was performed which revealed bleeding. The needle was removed. The patient was sent for further treatment to treat the bleed. It was further reported 2 iceforce and 2 icerod needles were used for this procedure. 10/8/10 protocol was being used but an ice ball fracture was noticed on the 5 minute scan during the second freeze. The needles were thawed, cauterized and removed. The patient was scanned again then taken to angio where coils and gel foam were used and the patient was noted as doing fine. There were no visible defects on the needles noted.

Manufacturer narrative:
E1 - initial reporter facility name: (B)(6) med center. B5 - describe event or problem - new information.